Manufacturer narrative:
Previous infection from (B)(6) 2018 was reported under MFR # 2916596-2018-05914 and (B)(6) 2019 to (B)(6) 2019 was reported under MFR # 2916596-2021-06612.

Event description:
Additional information reported that the patient was admitted on (B)(6) 2019 for a pump exchange that took place on (B)(6) 2019 due to driveline infection being resistant to most antibiotics /oral therapies . The patient came out of surgery with a wound vacuum to patient¿s old driveline site. The patient felt stable for discharge on (B)(6) 2019 with a short course of antibiotics.

Manufacturer narrative:
Device identification and device manufacture date: additional information. Manufacturer's investigation conclusion: a potential device-related issue could not be confirmed through this evaluation as the device is not available for investigation. No specific device-related issues or adverse events were reported. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and a reason for the pump exchange was not reported. The device was reportedly disposed following the pump exchange. The complaint file will be closed accordingly. No specific device-related issues or adverse events were reported; however, the heartmate ii lvas IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019. Additional information was requested however not provided.